Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the target lesion was located in the mid left anterior descending artery (lad) with no tortuosity, no calcification and 90% stenosis. The 2.5 x 15 mm rx trek balloon ruptured at an unspecified pressure, below rated burst pressure. No adverse patient effects were reported. There was no clinically significant delay in the procedure. No additional information was provided.